Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i pro analyzer and found the sample probe was damaged. The fse replaced the sample probe to resolve the issue. The fse performed calibration, precision, and controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported four (4) patients had results low and suppressed for multiple chemistries including total bilirubin (tbil), blood urea nitrogen (bun), albumin (alb), and alanine aminotransferase (alt) on their dxc 600i clinical chemistry analyzer. The customer repeated the samples with normal results. The customer did not provide patient demographics. The customer provided the results for four patients.